Event description:
The lay user/patient's daughter contacted lifescan on july 4, 2007 and alleged that the patient's one touch ultra 2 meter had a power issue. The daughter indicated that the patient was testing her blood glucose at around 7:00 am, prior to that day. However, the meter did not turn on. She was not experiencing any symptoms of high or low blood glucose at the time of concern. She gave herself 30 units of humulin (unknown if this is her set amount per regimen) and ate breakfast (2 poached eggs, 2 toasted wheat bread, and coffee with low cal sugar and milk). After breakfast (unknown time frame later) she had a tremor, vomited, and had a cold sweat. It is not known if she attempted to test on the meter at this time. She gave herself 1 spoon of regular sugar and drank orange juice with sugar. She did not receive/require any medical treatment/intervention from a healthcare professional. At the time of troubleshooting, the power issue was resolved (the battery was not correctly installed-use error). A control solution test was performed, and the test strip absorbed the sample, but did not give a reading. This complaint is reported because the patient alleged she became hypoglycemic after being unable to test and taking insulin. The power issue was resolved with troubleshooting, however, the issue of apply sample (with the attempted control solution test) was not resolved. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.